Manufacturer narrative:
Result: headboard housing.

Event description:
It was reported by service report that the bed had a broken head board and there were sharp edges. No pt involvement or adverse consequences are reported.